Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with an ilet reading of ¿high¿ and a concurrent fingerstick of approximately 450 mg/dl, with no recent illness, no food intake that day, a recent full supply change, site rotation due to noted scar tissue, confirmation of intact tubing and no leaks, and approximately 5 units of insulin remaining, while the medical device problem and component details were not available. Symptoms included hyperglycemia and reported muscle weakness. Outcomes included minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.